Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient right ventricular pacing thresholds were varying from <1v to >2v starting in (B)(6) 2010 based on the device capture management trend. The right ventricular lead remains implanted. No patient complications have been reported as a result of this event.